Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary fully covered rmv stent was to be used to treat a nearly 1.5 cm benign stenosis close to the papilla in the common bile duct during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during procedure, the wallflex biliary fully covered 10 x 40 mm stent failed to deploy inside the patient. After the stent and the delivery system was removed it was noticed that the outer sheath of the delivery system was broken at the guidewire access sheath. The procedure was completed with another wallflex biliary fully covered 10 x 60 mm stent. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Problem code 1069 captures the reportable event of outer sheath broken at the guidewire access sheath (gas) section. Product investigation results: a fully constrained wallflex biliary fully covered rmv stent and delivery system were received for analysis. Visual analysis of the returned device found the outer sheath was detached/ broken at the outer diameter: proximal exterior tube- endoscope interface (proximal end of the guidewire access sheath). The outer sheath at the end of stiffening mandrel was kinked. The inner member near the proximal end of the guidewire access sheath was kinked. Functional evaluation revealed the stent could not be deployed using the delivery system as received; however, the stent was deployed manually by gripping the outer sheath and pulling the tip distally. The stent was measured to be within specifications. No other issues were noted with the stent and delivery system. The damages noted with the returned device were consistent with application of excessive force during use. Taking all available information into consideration, the investigation concluded that the observed failures and the reported event were likely due to anatomical or procedural factors encountered during the procedure, such as the nature of the stricture and the use of excessive force on the device. Therefore, the most probable cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of the release for distribution.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary fully covered rmv stent was to be used to treat a nearly 1.5 cm benign stenosis close to the papilla in the common bile duct during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during procedure, the wallflex biliary fully covered 10 x 40 mm stent failed to deploy inside the patient. After the stent and the delivery system was removed it was noticed that the outer sheath of the delivery system was broken at the guidewire access sheath. The procedure was completed with another wallflex biliary fully covered 10 x 60 mm stent. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be stable.